Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The reported observation of connection problem to the ipg was confirmed when referencing the returned eterna ipg. The root cause of the observation was not ascertained. Based on the current test results there is a degradation in the bluetooth circuitry. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: b5 and h11 were corrected to remove the statement about abbott issuing the advisory notice on 10sep2025 as it is incorrect. Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice issued by abbott on 10sep2025. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned units has identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice issued by abbott on 10sep2025. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned units has identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.